Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30426734l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient, with a history of ischemia in the left ventricle, underwent a left sided ischemic ventricular tachycardia (l-isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring surgical intervention (thrombolysis). During the mapping phase of the procedure, it was noticed that the patient was not verbally responding. The physician suspected a cva, and the remainder of the procedure was aborted. The patient was sent to the neurology department for further investigation. Cva was confirmed, and the patient was sent to surgery for thrombolysis. The patient¿s condition improved. Prolonged hospitalization was required for recovery after thrombolysis. The physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. The physician did not attribute the causality of the event to the biosense webster, inc. (Bwi) product. No bwi product malfunctions were reported. There was no evidence of char or blood thrombus during the procedure. Correct catheter settings were selected on the generator. The pump was switching from low to high flow during the ablation. Additional information was later received and the response stated that no ablation was performed. With this contradictory information, a conservative approach will be taken, therefore, this event is being coded under the ablation catheter since its contribution with the adverse event occurrence cannot be excluded.